Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was attached to the handle and the firing knobs were not fully retracted. Functionally, the firing knobs were fully retracted without difficulty and the returned reload was unloaded from the returned handle. The returned handle was successfully loaded with a egia60amt and the returned reload. Egia60amt and the returned reload successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. It was reported that after firing the device, there was resistance while attempting to retract the knife. The device was also difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic partial resection of lung, on pulmonary parenchyma resection, the device was used by connecting the reload to the handle. The firing was completed but the black return knob could not be retracted and the reload could not be unloaded from the handle. A new handle and reload was taken out. The tissue was clamped and when the green button was being pressed, the jaws opened. A new handle was taken out to resolve the issue. There was no patient injury.